Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise causing an inappropriate shock was also observed. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.